Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ptd was being used to declot the pt's graft. In the middle of the procedure the sheath near the rotator drive unit detached from the unit. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment and no pt death or complication reported.